Event description:
A malfunction was reported on the pump by the caller, who noted that no notable events occurred prior to the issue. The customer's impact on blood glucose levels was unknown as the caller declined to provide this information. Technical support helped the caller reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any issues reappeared, and this guidance was understood by the caller.